Event description:
The manufacturer received information alleging a ventilator failed o2 flow sensor test. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not return.

Manufacturer narrative:
The manufacturer previous reported receiving information alleging a trilogy 202 ventilator failed oxygen flow sensor test. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the complaint was confirmed. The device's faulty obm system board or wire need to be replaced to address the issue. The unit was repaired. The device passed the final test.